Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment , the reported treatment shows no interruptions or other issues during the treatment. No error or relevant warning message was shown during the treatment and the complete day. No technical problem can be identified during logfile review. No technical root cause could be identified. The system was working within specification. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following refractive treatment of the left eye. Additional information received, the corticosteroids were suspended and additional treatment added for the inflammatory process.